Event description:
Same case as MFR#: 2134265-2010-04101, 2134265-2010-04100. It was reported that during a percutaneous transluminal angioplasty three balloons ruptured. The 99% stenosed lesion was located in a moderately tortuous and calcified superficial femoral artery. A sterling es mr 1.5mm x 20mm x 143cm ruptured at four atmospheres. Then a sterling es mr 2mm x 20mm x 143cm balloon was used and ruptured at six atmospheres. Next a sterling es mr 2.5mm x 20mm x 144cm balloon was inflated to eight atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)